Manufacturer narrative:
Results: one used unit and two unused units were received for evaluation. The sustaining force was measured for each unit and all units met manufacturing specifications. A review of the device history records revealed a finding of dry barrels during the manufacture of reported lot number 6295856. Conclusions: an absolute root cause for this incident could not be identified as the returned units met manufacturing standards. UDI #: (B)(4).

Event description:
The customer was flushing the PICC line with a 10ml bd posiflush¿ sp syringe and and met resistance. The plunger on the syringe would not fully depress.